Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has to press the pump's buttons multiple times before the pump responds or the screen will turn off. A system check was performed and the pump performed as intended. Tandem technical support advised the customer to continue to monitor their pump's performance and that the screen may turn off if the customer hits outside of the button or in the background. The customer's blood glucose level was not impacted.